Event description:
In 2009, a competitor MFR reported the pt changed the insulin infusion headset and did not receive an occlusion error but insulin was barely dripping from the infusion set. The pt continued to use the infusion set and blood glucose elevated to the 300's mg/dl range. The pt changed the tubing and primed until a stream of insulin came out. The pt changes the headset every 6 days. No further info was given. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.